Event description:
It was reported by service report that there was no display on the footboard. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard module.